Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate this failure. The fse reseated fiber optic sensor module and replaced fiber optic sensor cable assembly (0012-00-1562), which was broken. All functional and safety tests performed to manufacture specifications.

Event description:
N/a

Event description:
It was reported during routine check before use on a patient the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor module failure. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.